Event description:
It was reported that during a revision procedure to add a new lead, the patient coded. As a result, the procedure could not be completed and the lead was pulled out. The physician stated that the patient was given too much medication and that the event was not device related. Additional information was received that the patient underwent another revision procedure and the lead was placed back where it needed to be. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
It was reported that during a revision procedure to add a new lead, the patient coded. As a result, the procedure could not be completed and the lead was pulled out. The physician stated that the patient was given too much medication and that the event was not device related.